Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. It was reported that the patient had shingles. There is no indication that the shingles were caused by the lifevest. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s physician prescribed famciclovir for the shingles. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.